Manufacturer narrative:
The device was received on 4/6/10. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the pt received less medication than intended. The device was returned to the maintenance dept with an unsigned note that stated, "defective secondary channel passes the middle or less of the dose programmed". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. Multiple unsuccessful attempts have been made to obtain add'l info. Hospira is continuing to investigate the event.